Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening. It is also reported that the patient underwent a debridement on (B)(6) 2013.